Manufacturer narrative:
The device was requested for evaluation, but was discarded by the surgeon and not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Based on the information provided, the most likely cause of this type of event is use of excessive force when meeting resistance in passing the trocar through the meniscus. The product directions for use (dfu) includes a warning to the operator to use the depth stop to avoid piercing structures peripheral to the capsule. Particular attention should be paid to excessive manually applied forces when inserting the trocar-loaded device to avoid over-insertion; slight rotation of the trocar may ease deployment of the implant. The following text is being added to step 4 of the surgical technique: note: if resistance is encountered during insertion of the implant, rotate trocar back and forth approximately 90 degrees while pushing forward in a controlled fashion. This will help the implant move through the meniscal tissue. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter.

Event description:
It was reported that the surgeon shot the implant into the pinky finger of his right hand. While performing a double bundle acl repair, the surgeon braced his right hand behind the patient's knee for control. Then, leaning with force in his left hand, he over-inserted the implant through the posterior skin of the patient's knee and into his finger. The case was completed successfully and the implant was subsequently removed from the surgeon's finger. Follow-up with the reporter provided information that both the surgeon and the patient are doing fine; neither is having any lingering side effects from the event. The surgeon stated he was pleased with the outcome of the patient's acl repair. No further pt information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. The device is used for treatment.